Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 425 mg/dl, and she was treated with manual injection. Troubleshooting was performed. The time and date on the insulin pump were incorrect. Assisted the customer to correct the time and date. The customer's most recent glucose reading was 417 mg/dl. The customer declined to continue testing. No further information was provided.